Event description:
Material #: 305180 batch#: 3347863 it was reported by customer that clinician was drawing up solumedrol from a vial. A piece of the rubber stopper from the medical vial was drawn up into the needle and ended up in the syringe. This is the 3rd time they have experienced this issue in the last couple of months. Rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: 305180 quantity affected: 1 ea serial/lot number: 3347863 po : (B)(4) are any samples available for return? Yes reported issue: clinician was drawing up solumedrol from a vial. A piece of the rubber stopper from the medical vial was drawn up into the needle and ended up in the syringe. This is the 3rd time they have experienced this issue in the last couple of months.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received material #: 305180; batch#: 3347863. It was reported by customer that clinician was drawing up solumedrol from a vial. A piece of the rubber stopper from the medical vial was drawn up into the needle and ended up in the syringe. This is the 3rd time they have experienced this issue in the last couple of months. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 305180; quantity affected: (B)(4) ea ; serial/lot number: (B)(6); po : (B)(6). Are any samples available for return? Yes. Reported issue: clinician was drawing up solumedrol from a vial. A piece of the rubber stopper from the medical vial was drawn up into the needle and ended up in the syringe. This is the 3rd time they have experienced this issue in the last couple of months

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported a piece of the rubber stopper from the medical vial was drawn up into the needle and ended up in the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 3347863. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.